Event description:
It was reported that the patient underwent an implantable pulse generator pocket revision procedure to implant the device deeper into the pocket. There were no devices implanted or explanted. The patient was doing fine post-operatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event